Event description:
There is intermittent ffrw oversensing and pvab is already programmed partial+. (B)(4); (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).